Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The customer reported that the suite pc was not starting. The philips remote service engineer rse provided the part numbers of the suite pc and hdd for the customer to order and replace the parts. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the azurion suite pc would not boot up. There was no report of harm. Philips has started an investigation of this complaint.